Event description:
It was reported that during the procedure there were low impedances. Low impedance values were 8-32 on contact 1 and 2. The device was not implanted and a different product was used. The issue was not resolved and the cause was not determined. No patient symptoms were associated with the event. The lead was returned. The patient was doing well and was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_ ins_stimulator, serial# unknown, product type: implantable neurostimulator. Product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis of the lead found that a short on the lead could not be confirmed however there was evidence of depth stop damage in the lead insulation and stylet wire at 2.3cm and 2.45cm form the proximal end of the lead.